Event description:
It was reported, that the videoscope was being incorrectly reprocessed by the customer during manual cleaning by not performing proper bedside cleaning, leak testing, manual cleaning and manual high-level disinfection. For the bedside cleaning: lint free cloth nor sponge was dipped in water to wipe the endoscope insertion section from the boot to the distal end. Per instructions per use (IFU), lint-free cloth or sponge should be soaked to preclean the insertion tube from the boot to the distal end. Flushing the auxiliary water channel, using the flushing pump, was not done. When using the maj-855 (auxiliary water tube) either the pump or manually flushing water with a 30cc syringe, should be done through the auxiliary tube. Auxiliary water tube was not left attached to the endoscope, to follow reprocessing with the endoscope. Prior to transportation, the endoscope was not placed in a 16 x 16 covered container in order to transport to reprocessing area. For leak testing: observed leak testing was not done for each endoscope, only at random. Per IFU, all endoscopes should be leak tested. The steps for leaking testing were incorrect but were corrected on-site. Manual cleaning: detergent water level was too low, falling just below control knobs. The detergent concentration per the manufacturer instructions, were not followed. Gallons of water ratio with how much detergent is not calculated. This was corrected on-site. Endoscope external components were not wiped prior to soak time, but soak time was performed. Aspirate detergent solution was not performed. (Suction) decontamination room did not have a suction pump, in use, in which is needed per IFU as part of the manual cleaning process. The suction pump was then located and put in use. Corrected on-site. Flushing pump was not used while endoscope is submerged in rinsing water. It was only flushed by the flushing system under rinsing water. Endoscopes were not immersed in rinse water prior to high-level disinfection. Not rinsing detergent residuals on the endoscope can cause an oil/water like separation, not allowing the high-level disinfectant to make contact with the endoscope on those surfaces, not allowing the endoscope to disinfect properly. Corrected on-site. Manual high-level disinfection (hld): auxiliary water inlet was not flushed during hld. Advised on connecting auxiliary water tube (maj-855) to the endoscope, in order to high-level disinfect this channel, which is a separate channel. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1; g3; h2; h4; h6 and h11 the device was not returned to olympus for inspection. However, endoscope support specialist (ess) went onsite and found the customer incorrectly reprocessed the device. It was confirmed via process observation. The following lines from the instruction for use (IFU) addressed the concerns found in the ess report: "dip clean lint-free cloths or sponges in the water and wipe the entire insertion section of the endoscope. Wipe from the boot at the control section toward the distal end." - pg 44 "the auxiliary water channel must be flushed either manually or using an olympus flushing pump (endoscopic flushing pump ofp or ofp-2)." - pg 47 "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." - pg 4 "use a medical-grade, low-foaming, neutral ph detergent that may or may not contain enzymes. Follow the instructions provided by the detergent manufacturer regarding concentration, temperature, contact time, and expiration date. Contact olympus for the names of specific brands of detergent solution that have been tested for compatibility with endoscopes and accessories." - pg 26 " wipe all external surfaces of the endoscope, the channel plug (mh-944), the injection tube (mh-946), and the auxiliary water tube (maj-855) to remove debris while they are immersed in the detergent solution, using clean lint-free cloths, brushes, or sponges." Pg 67 point 1 of section labeled "immerse the endoscope and accessories in detergent solution" page 61 of the IFU contains an entire section stating "aspirate detergent solution through the instrument channel and the suction channel" pages 47 and 48 indicate using a flushing pump for flushing the auxiliary channel or manually flushing with a clean 30ml syringe and the customer flushed the channel with running water. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to the user. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.